Event description:
The customer reported that for an rbcx procedure for an inpatient in the intensive care unit, the physician ordered the patient's desired end hemoglobin to be 11 grams/dl. A blood prime was also ordered for the procedure. The operator inadvertently entered 11% as the patient's desired end hematocrit. The operator performed the blood prime and then ran the procedure to completion. At the end of the rbcx procedure the patient became pale and hypotensive. His blood pressure dropped from baseline of 112/62 to 85/41. No IV fluids were given and 30 minutes later the bp was 99/42. The patient was transfused with 2 units of rbcs. The patient recovered from this and was discharged from the hospital. The customer is alleging a deficiency with the machine as it allowed the operator to enter this value and run the procedure. This report is being filed due to a device malfunction, in the form of operator error, requiring medical intervention.

Manufacturer narrative:
(B)(4). Investigation: the operator entered the incorrect end hematocrit, confirmed the entry and ran the procedure to completion. The machine performed as intended with the data that was entered. A product disposition review was completed for this machine serial number, and no manufacturing related issues were found. Root cause: operator error. Corrective action: the caridianbct sales representative spoke with the operator about the entry error.